Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level reading of "high", specific value was not provided. The customer alleged that the pump "wasn't working correctly"; however, customer reverted to an alternate method of insulin therapy and the alleged root cause could not be confirmed. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage.